Manufacturer narrative:
Device not returned.

Event description:
It was reported that a cartridge alarm 1 occurred during pumping. Additionally, the pump insulin gauge was inaccurate. There was no impact to the customer¿s blood glucose. Customer loaded a new cartridge to resolve the issues, and continued to use the pump for insulin therapy.